Manufacturer narrative:
Evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
"The insert would not snap into place on the baseplate. The doctor switched to a different insert, which snapped properly in place on the first attempt." There was no adverse consequence for the pt.